Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the yellow connector piece was missing when the kit was opened. Another kit was opened and used to complete the procedure. The device was not used in/on the patient.

Event description:
It was reported the yellow connector piece was missing when the kit was opened. Another kit was opened and used to complete the procedure. The device was not used in/on the patient.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One ti lp port with 6.6f hickman silicone catheter kit was returned for evaluation. The kit was returned in its original packaging but was received open. The kit's contents were compared with the packaging contents list on the label and all components were present except syringe, introducer needle 20g, flushing connector, and peel apart sheath and dilator. Although the reported flushing connector is not included in the returned kit, the investigation is inconclusive for the reported missing component as the evaluation could not confirm if the connector was missing from the original, sealed packaging. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 01/2020).